Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion, white calcification-like particles in the device outer surface, and fold creases. A leak test and microscopic analysis was performed which identified one crack opening and one striated opening. Based on the device analysis, the final assessment is one crack opening assessed as a crack valve seat diaphragm valve and one striated opening on the posterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "distortion, hardness and pain" and later reported "grade IV contracture".

Event description:
Healthcare professional reported right side "distortion, hardness and pain" and later reported "grade IV contracture". Device has been explanted.